Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022 and upon insertion, the patient experienced bleeding. Around 12 noon on (B)(6) 2022, the patient attempted to contact dexcom technical support as he noted inaccurate cgm values and while on the phone, he experienced symptoms of hypoglycemia, yelled at this spouse, and became unresponsive. His wife called emergency medical services who treated the patient with IV glucose and transported him to the hospital where he was admitted and released in the afternoon on (B)(6) 2022. The patient was unable to recall the cgm/bg values at the time of the event. While in the hospital, blood tests were performed, and the sensor was discarded. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.